Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 320 mg/dl range. During troubleshooting with tandem technical support, insulin was not seen coming out of the tubing during the fill tubing process. The customer changed the infusion set tubing and insulin was seen exiting the tubing. Customer administered manual injections to address elevated bg levels.